Manufacturer narrative:
(B)(4). Batch # unk date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip was unable tp clamp (clips did not hold on tissue). It is unknown how the procedure was completed but there was no delay to procedure and procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
(B)(4) date sent: 4/19/2021 d4: batch # u94x2f h6: component code: mechanical (g04) investigation summary the product was returned for evaluation. The tyvek was returned along with the device. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due to the condition of the device. In order to evaluate the condition of the internal components of the device, the device was disassembled. Upon disassembly, the device was noted to have the tip of the advancer bent. In addition, nine clips were found inside the clip track. No conclusion could be reached regarding what caused the jaw disengagement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It should be noted that product failure is multifactorial. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengagement from the cam may be an inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar." Regarding the condition of bent advanced, it should again be noted that product failure is multifactorial. "Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device." Please reference the instruction for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.